Event description:
It was reported that the programmer would not boot properly. It was further reported that it was also being returned as an exchange device. The programmer was returned to service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the programmer would not boot properly and therefore the hard drive was replaced and the software reloaded. Analysis also noted that the radiofrequency head connector on the link electronic module (lem) board was loose and therefore the lem board was replaced and calibrated and that both the system and power supply fans were noisy and they were also replaced. (B)(4).